Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the tubing set had separated from the distal port closest to the patient during use in the adult operating room. At the time, the patient was undergoing a surgical procedure with lactated ringers infusing at an unknown rate, as well as, other medications being given throughout the procedure. The tubing set was opened and removed from the package and placed into use that day. The customer later stated that there were no adverse effects caused to the adult patient from the event.